Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak is the baxter bag connection came off. The patient reported that the tube that has the white clamp is easy to come off as well. The patient reported that they have tape around the connection, but the solution bag still leaked. The patient reported that the connector is the issue and not the solution bag. The fluid leak did not come in contact with the cycler. The patient advised the technical support representative that they would cancel their pd treatment. The patient stated that their peritoneal dialysis registered nurse (pdrn) is aware of the issue. The patient was advised to give the cycler to continue using the cycler. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during an unknown phase of their pd treatment. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak is the baxter bag connection came off. The patient reported that the tube that has the white clamp is easy to come off as well. The patient reported that they have tape around the connection, but the solution bag still leaked. The patient reported that the connector is the issue and not the solution bag. The fluid leak did not come in contact with the cycler. The patient advised the technical support representative that they would cancel their pd treatment. The patient stated that their peritoneal dialysis registered nurse (pdrn) is aware of the issue. The patient was advised to continue using the cycler. Additional information was requested, however; to date has not been provided.